Event description:
It was reported by the customer that a pyxis ciisafe had an issue with the door. The customer stated that they are pulling medications from compartment 9, the door would open, but the ciisafe would show a "close door" message despite the door being firmly closed, because of that message they are unable to progress with pulling other subsequent medications during that process. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had an issue with the door. The field service engineer cleaned off latch connections to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.